Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call on (B)(6) 2018 that the patient was admitted to an emergency room for having high blood glucose levels and low blood pressure. Blood glucose level at the time of the incident was 256 mg/dl. Patient reported blurry vision and hemorrhages. Patient was treated through intravenous therapy and manual injection insulin pen. Patient was having issues with carelink upload. Troubleshooting occurred and patient was assisted with upload and insulin pump features.